Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair diagnostic codes were identified: (outer tube damage). (Broken rod lens). This does confirm the alleged failure mode of [shaved off tip]. Probable root cause: excessive force applied by user. Poor mate between cannula and scope. Poor fit between scope needle and cannula. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported the the end of the device was shaved off.

Event description:
It was reported the end of the device was shaved off.